Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 85 mg/dl. Reportedly, the customer has no alternate insulin therapy method available.